Event description:
It was reported in a literature article (thomas l. Yearwood, t.l., venkatesan, l., harrell, c.c. Resolution of primary cervicogenic headache with sub perception active recharge spinal cord stimulation (10721 ). North american neuromodulation society 19th annual meeting. 2015. 361.) That on transfer to the post surgical recovery area, the patient's leads migrated, and paresthesia coverage moved from their head and neck region to their arms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).